Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the displays were not booting up. Upon troubleshooting, remote service engineer (rse) analyzed the system remotely and found that system had a tripped breaker and replaced fuse was blown and gray bar at the top of the main monitor and other two monitors were blank. And the field service engineer (fse) found that the issue with ups bypass switch. To resolve this issue, fse bypassed switch with running power directly from np x107 to np x108, verified the power supply and corrected f2 fuse in cy box and corrected the issue with monitor. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system did not boot up successfully. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.